Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 1964 was used based on age of patient a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® quincke spinal needles 27ga 3.50 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: in the description it is informed "thread leakage when applying", could you please clarify if: (a) was there leakage at the thread part? R: yes, there was a leakage; r: there is only this report. Only 1 reported. As soon as the incident was noticed, the usage of the device is suspended and changed to another option. Customer clearly confirms there was a leakage through the luer.

Event description:
It was reported while using bd® quincke spinal needles 27ga 3.50 in leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: in the description it is informed "thread leakage when applying", could you please clarify if: (a) was there leakage at the thread part? R: yes, there was a leakage; r: there is only this report. Only 1 reported. As soon as the incident was noticed, the usage of the device is suspended and changed to another option. Customer clearly confirms there was a leakage through the luer.

Manufacturer narrative:
H6: investigation summary no physical samples that display the reported condition were provided to our quality team for investigation. One photo was provided which displays a spinal needle inside it is original unitary sealed package. There is no damage or other defects observed in the photo that could have lead to the leak reported. A device history review was performed for lot 2111005, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or cracks were observed on or near the luer connection. Functional testing was performed, connecting the needle to a syringe. Liquid was able to pass from the syringe through the needle and no leakage was observed. Product is visually and functionally tested throughout manufacturing according to procedure, verifying all critical dimensions are within specification. Testing results for lot 2111005 verified product met all required limits. Based on the available information we are not able to identify a root cause at this time.